Event description:
Boston scientific received information that one year ago, longevity estimates were obtained and calculated 2 to 3 years of battery life remaining on this device. However, it was determined that 7 months after this estimate, end of life (eol) was declared due to charge times, which may be an indication of a device issue resulting in rapid battery depletion or possible advisory behavior. The shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007. The device was explanted and replaced at a recent procedure.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.